Event description:
Pt was implanted with 95 degrees blade plate construct on an unk date for a subtrochanteric fracture. Pt was returned to the operating room approx 6 months ago for removal of hardware. The blade plate broke post-operative. Surgeon removed all hardware and revised pt to lcp proximal femur plate construct.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Medical record # (B)(4).

Event description:
Initial injury was a subtrochanteric spiral fracture. Patient was revised to unknown hardware on (B)(6) 2011. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
This device is used for treatment, not diagnosis.

Event description:
Patient had a mechanical fall at work on (B)(6) 2011 and sustained a right proximal femur, subtrochanteric fracture. Patient complained of pain on the right side. Patient previously fractured his right femur many years ago which developed a malunion. Patient also had a right total knee replacement . Patient underwent open reduction internal fixation (orif) on (B)(6) 2011 and was implanted with a plate and screw construct. Postop, patient did well, then started to develop symptoms of hypotension, but was completely asymptomatic. Postoperatively, a nonunion and a broken plate was noted. Patient underwent revision surgery on (B)(6) 2011 to remove the plate and screw construct. Cultures were obtained. There was no evidence of infection. The hardware was removed without any difficulty. The hardware itself was not loose other than the break of the plate. It was noted that the wound healed. Patient has shortening of the right leg. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.